Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at approximately 10:10am. According to the csr's documentation, ten minutes prior to the start of the reported meter issue, the patient was experiencing symptoms of ''shaky hands and dizziness.'' However, the patient denied receiving any medical intervention/treatment after the alleged meter issue occurred. During troubleshooting, the csr noted the patient was using the correct test strip and the patient was using the proper testing technique (per owner's booklet recommendation), the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the alleged issue did not occur when turning the subject meter on manually with the power button. However, the alleged issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do the 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.